Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was flashing display as well as blank display. The customer¿s blood glucose level was unknown. Customer stated that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump was damaged. Customer troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test, or verify missing segments or partial display due to blank display. Insulin pump received with broken belt clip rails and faded serial number label.